Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on (B)(6) 2009. The patient experienced a low copper level on (B)(6) 2009 and a high zinc level on (B)(6) 2009. According to medical record, the patient was admitted to the hospital on (B)(6) 2009, but the reason for hospitalization was not provided. At the time of this report, the outcome of the events was unknown. (B)(4).